Manufacturer narrative:
MDR . / initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Patient reported adhesive issue event occurred on 14-mar-2026. Infusion set fell off during use after 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.